Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). (B)(4) follow-up emdr for device evaluation: one photo sample was provided to our quality team for evaluation. During visual inspection, it was observed that the tip of the access tip has excess material (flash); therefore the reported failure could be verified. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
The access tip is damaged.